Event description:
It was reported that customer previously did not see insulin drops at end of tubing during fill tubing step of load sequence. There was no adverse impact to the customer's blood glucose level. Customer kept attempting to fill cartridge without changing supplies until cartridge filled successfully and then resumed insulin delivery.